Manufacturer narrative:
Patient information was not provided, the PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module gave an audible red battery alarm when connected to power and the 12 volt battery could not be charged. The battery was reconnected several times, but the alarm could not be resolved. Product exchange was requested.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red battery alarm on the heartmate power module was not confirmed as no product was returned for further analysis. The provided information indicated the 12v backup battery was repeated several times without resolution of the alarm, the backup battery was exchanged but will not be returned for analysis, and there was no patient involvement at the time of the reported event. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate power module, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The device history record was reviewed for the heartmate 12v sealed lead acid (sla) backup battery, serial number (B)(6). The battery was inspected and accepted into storage on 02may2023 per material. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, provides instruction on how to care for and clean the power module. Section e of the IFU, entitled ¿safety checklist¿, instructs users to perform routine maintenance of the power module. Section 3 of the IFU, entitled ¿powering the system¿, also instructs the user to prevent the power module from being disconnected from ac power longer than 18 hours to prevent damaging the unit¿s backup battery. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The battery of the power module was exchanged during routine maintenance. There was no patient involved.